Manufacturer narrative:
It was reported that "I never got a chance to use the product due to the package marked a the large suction legs one of the legs button want align and the button wont click in place." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It is reported that one of the push buttons on a leg is defective and not clicking into place.